Manufacturer narrative:
(B)(4) - device evaluation: the pump was further evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads to the case seal. Unrelated to the complaint, evaluation revealed that the display was dim/fading/discolored. Also unrelated to the complaint, evaluation revealed that the keypad cover was torn at the ok button. All keypad buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.